Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that the coating of the insertion serpentine tube was peeled off more than 1 millimeter square. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of the issue of air/water leaks. There is no harm to any patient or persons. Upon evaluation of the returned device, it was observed that the coating of the insertion serpentine tube was peeled off more than 1 millimeter square. This medwatch is being submitted for the reportable issue of the coating of the insertion serpentine tube was peeled off more than 1 millimeter square as observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to stress, external factors, and/or handling. Olympus will continue to monitor field performance for this device.